Event description:
The customer stated that they could not print for the pt's connected to the system and could not see the pts on the system pt list. Remote troubleshooting by welch allyn technical support determined that a terminal server had become unresponsive. A terminal server is a network component that enables wired connection between the acuity central station and bedside pt vital signs monitors. With the terminal server unresponsive, the central station would not be able to provide centralized monitoring on any pts connected through that term server. Monitoring functionality continued at bedside. There was not pt harm of any kind associated with the network failure. Welch allyn technical support instructed the customer to power cycle the unresponsive terminal server, which resolved the loss of network connectivity and restored centralized monitoring after approximately 1 hour and 47 minutes of down time. We cannot determine the cause of the unresponsive term server because the customer did not return the term server for eval. Notes about a1, pt ID. The customer reported that there were two pts on the system, but neither had been ID'd at the time of failure.